Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. D10: concomitant devices: cortical bone screw, 4x24mm; catalog#: 47-2486-124-40; lot#: 3068968; cortical bone screw, 4x26mm; catalog#: 47-2486-126-40; lot#: 3054273; cortical bone screw, 4x30mm; catalog#: 47-2486-130-40; lot#: 3064873; proximal humerus nail cap, 0mm; catalog#: 47-2488-010-00; lot#: 3068908; torque limiting handle, catalog#: 27923; lot#: unk. Review of event description: it was reported that 7 weeks after the initial surgery, the surgeon found the 1st, 3rd, and 5th screws of the proximal screws were backed out. No revision is planned. The corelock mechanism was engaged after placing all interlocking screws. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; the products are still implanted, therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. Surgical technique: review of the surgical technique (affixus natural nail proximal humeral system, 1927.3) identified that the interlocking screws should be locked using the corelock driver after the placement of all screws. It was noted that the surgeon followed the surgical technique. Conclusion: it was reported that 7 weeks after the initial surgery, the surgeon found the 1st, 3rd, and 5th screws of the proximal screws were backed out. No revision is planned. The corelock mechanism was engaged after placing all interlocking screws. Neither x-rays, operative notes, office visit notes, nor device(s) or photos of the device(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the investigation the reported event cannot be confirmed. The investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for the potential migration of the screws. However, further investigation has been initiated in order to determine the need of potential corrective and / or preventive actions . Zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
It was reported that proximal screws were backed out from the proper position.

Manufacturer narrative:
Medical product: cortical bone screw, 4x24mm; catalog#: 47-2486-124-40; lot#: 3068968. Cortical bone screw, 4x26mm; catalog#: 47-2486-126-40; lot#: 3054273. Cortical bone screw, 4x30mm; catalog#: 47-2486-130-40; lot#: 3064873. Proximal humerus nail cap, 0mm; catalog#: 47-2488-010-00; lot#: 3068908. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).